Manufacturer narrative:
The samples were from plasma lithium heparin li heparin tubes and were centrifuged for 9 minutes. The sample was normal in appearance. System check performed on (B)(4) 2011 and (B)(4) 2011 recovered within the published specifications. Three levels of qc are run once a shift daily. Qc was recovering within established ranges on and before the date of event. A bci fields service engineer (fse) performed: preventive maintenance. System check which passed within published specifications. Ran 30 reps of troponin using wash buffer, all results were 0.00 ng/ml. The system was returned to the customer for patient testing. A definitive root cause was not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving erroneous elevated accutni results above the acute myocardial infarction (ami) cut-off one patient's sample generated by access immunoassay analyzer. The result was reported out of the laboratory. The result was questioned after the patient underwent a cardiac catheterization (cc) and the results were normal. The sample was repeated on an alternate instrument and lower result within the risk stratification range was obtained. Subsequent testing recovered results within the risk stratification range.